Manufacturer narrative:
(B)(4). Based on discussion with FDA on may 8, 2017, all inspectional failures are being reported as mdrs notwithstanding the fact that the presence of discontinuities, gaps or bubbles does not necessarily have either technical or clinical significance. (B)(4). (Exemptionnumber e2015036).

Event description:
Pentax of america initiated field correction 2017-001-c which included inspection of the seal around the distal body and distal cap of the ed-3490tk duodenoscope pursuant to predefined inspection criteria ((B)(4)). The objective of the inspection was to verify there were no defects/discontinuities in the seal between the distal body and distal cap. The inspectional criteria was defined as, "all seal surfaces observed shall be continuous and smooth with no outward signs of discontinuity, gaps or bubbles." A device was considered to fail the inspection if any element of the criteria was not met. The customer owned device was previously returned to pentax medical from a customer on 25/apr/2019 and inspection of the unit was performed on 30/apr/2019 where the quality control inspector found the following: distal cap - fixed type failed seal integrity inspection; insertion tube damaged at segment side (unauthorized repair); primary operation channel non-pentax material; primary operation channel resistance; bending rubber non-pentax material; air/ water socket cylinder o-ring chipped; prism scratched; passed dry leak test; eto vent valve loose inner shaft; lightguide prong cover glass set loose; passed wet leak test; middle lcb distal cover glass glue is missing; segment screw screws missing at insertion tube; equipment serviced by non-pentax facility; fluid invasion not observed in control body; fluid invasion not observed in pve connector; # 2 remote control button cover cracked. Inspection of the seal between the distal body and distal cap was performed and the device failed the inspection criteria. The scope's repairs will include the distal case/cap, which will be replaced and/or resealed pursuant to the field correction, along with miscellaneous parts and returned to the customer. Parts replaced: o-rings and seals; air/water tube; deflector operating wire; deflector staycoil; objective prism assy; operation channel; adjusting collar; bending rubber; segment attaching screw; distal case attaching screw; insertion flexible tube; segment assy attaching screw; staycoil collar; segment staycoil assy imp-c/pb-free; rl pulley assy; ud pulley assy; remote control button; eog valve assy; distal case/cap; deflector body link.